Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had two stored non-sustained ventricular episodes containing right ventricular (rv) lead noise. Technical services (ts) analyzed device episode data and found that there was oversensing of the noise resulting in greater than two seconds of asystole during each episode. There were also high out of range pacing impedance measurements greater than 3000 ohms on both the rv and this right atrial (ra) lead. Ts recommended lead testing and x-ray. Patient was brought into clinic for evaluation including isometrics which recreated the noise. Device was reprogrammed then patient was referred for extraction. No additional adverse patient effects were reported. Currently, the crt-d system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5147120.